Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cutting forceps could not cut. The issue was found during a laparoscopic total hysterectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. The device was not returned to olympus for evaluation and the customer's allegation could not be reproduced. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The issue was found at the beginning of a therapeutic laparoscopic total hysterectomy procedure. The procedure was completed using a similar device.